Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the helical blade inserter, coupling screw and blade would not pass through the tfn nail during blade insertion. The surgeon removed the inserter, screw, and blade, and used new parts from another tray. With these new parts, the surgeon was able to complete the procedure without any issues. This is report 3 of 3 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A product development event evaluation was performed and the returned parts did not exhibit the complaint condition. All parts were assembled with the other instrumentation and implants, and operated very smoothly and passed through the nail without issue. The parts used in addition to the ones returned on this complaint were as follows: blade guide sleeve, aiming arm, insertion handle, connecting screw, and trochanteric fixation nail. The entire assembly worked as intended and there was no issue with the helical blade passing through the nail. The helical blade coupling screw could not be removed from the helical blade and as a result, the 3 parts returned on this complaint could not be separated. The parts were trialed as noted in that configuration. This complaint was deemed invalid as the returned parts worked smoothly as intended, lined up properly, and did not exhibit the complaint condition.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the lot number was unable to be seen; therefore, further investigation cannot be performed.

Event description:
This is report 3 of 3 for this complaint (B)(4).